Manufacturer narrative:
(B)(4): the customer reported that the battery failed to stay inserted. There was no report of pt involvement. The unit was evaluated locally by philips and the failure was verified. Replacing the battery latch resolved the failure. The unit passed all post-servicing testing and remains at the customer site.

Event description:
The customer reported that the battery failed to stay inserted. There was no report of pt involvement.